Manufacturer narrative:
One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The sheath and carrier tube were returned mated and in rear lock position. The suture was noted to be fully deployed and cut distal to the clear marker. The distal tip of the sheath was noted to be deformed. The sheath and carrier tube were noted to be mated and in rear lock position. The suture was deployed and cut distal to the clear marker. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. The observed deformation could be related to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Terumo medical corporation received the following reported information: during an angioplasty via femoral access; the user was unable to release the anchor from the angio-seal device. The closure continued with extraction of the material, which proved difficult. There were no significant complications or injuries for the patient. Therefore, no harm was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.